Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The device passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The device functioned properly. Intermittent button response noted during testing, due to corroded keypad traces. The device was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of issues with skin irritation being caused by their infusion set. The customer states they were hospitalized for low blood glucose levels, but then went high. The customer's blood glucose level at the time of incident was 407mg/dl. The customer also states the top arrow key is sticking, and difficult for it to respond. Troubleshoot was conducted. The customer was offered to be sent different type of infusion set, but they declined. The device is being replaced and returned for analysis.